Event description:
During a aaa procedure in 2008, the device was inserted through a very tortuous external and common iliac artery. When the gold markers reached the level of the renals, the contralateral gate was posterior in a very tight and calcified aortic bifurcation. The surgeon carefully retracted and rotated all pieces of the delivery system to give the contralateral gate an anterior position. When the surgeon began trying to retract the sheath, his arms were trembling and the top cap began bowing from the tension. The physician then proceeded to break the valve on the sheath in an attempt to make sure it was fully opened. After more than 30 minutes of trying to manipulate the sheath into withdrawing, the physician pulled this device out and inserted a new device which opened appropriately.

Manufacturer narrative:
Evaluation: still under investigation.